Manufacturer narrative:
Date of event: unknown. Results: bd received ten samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for no additive with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for no additive was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time. The indicated lot # and reported condition will be tracked and trended. Conclusion: based on the investigation, the root cause / potential root cause for the additive abnormality was determined to be a tray that did not allow moisture to escape.

Event description:
It was reported that the bd vacutainer® plus plastic c&s preservative tube did not contain additive. No injury or medical intervention.